Event description:
I used fixodent for 11 yrs. While I was using fixodent, I was experiencing numbness in my hands, legs & feet, with tingling going down both legs & into my feet, I was diagnosed with neuropathy in 2005. I have had blood tests done but doctor didn't check for copper & zinc. I'm now seeing my doctor for neuropathy which is permanent and requires medical attention & care. Dose or amount: denture cream; frequency: 2 x a day; route: oral. Dates of use: 1998 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.